Event description:
It was reported the asymptomatic patient presented for initial implant of a lead and a pacemaker. During the procedure the lead exhibited high capture thresholds, and the setscrew of the pacemaker could not be tightened. Both the lead and pacemaker were replaced, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.